Event description:
It was reported that during a lap hysterectomy procedure, the device tip broke off into the pt. It was retrieved through the trocar, but no x-ray was taken. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.